Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported changing cartridges every 3-4 days and not performing the air removal step when filling the cartridge with insulin, customer was instructed to change supplies every 2-3 days, and was educated on the air removal process per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was approximately 370 mg/dl at time of event.